Event description:
A surgeon reported that the delivery system cartridge is splitting and has striations. In a f/u, the surgeon explained that during surgery, a crack in the cartridge caused a scratch on the iol. The iol was removed and replaced which required a widened wound and a different cartridge was used. As a result, the pt experienced worse corneal edema which was treated with medication. The event resolved after seven days.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/01/2010 by fax and mail. A completed questionaire was received on 12/06/2010. (B)(4).